Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found a damaged plastic snap on the electrode jaws. The broken snap was not returned. The reported condition was confirmed. The investigation found a damaged plastic snap on the electrode jaws. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to mastectomy, when the device was inserted into the generator, the pin broke. A new device was used to complete the surgery. There was no patient involvement.